Manufacturer narrative:
(B)(4).

Event description:
New information states the lead exhibited an insulation crush, an intermittent noise and low impedance.

Manufacturer narrative:
No related complaint received with return of device. Failure event observed during analysis. (B)(4). Final analysis found the that the insulation was fractured/crushed at 22.0 cm from connector pin which exposed the outer coil. The damage sustained resulted from clavicular crush. (B)(4).

Event description:
This report is to advise of an event observed through analysis.